Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hemi-cholectomy surgery , where the device articulates, a black piece came off and the surgeon had to retrieve from the patient. They were using a non disposable trocar. Unknown how procedure was completed. There was no report of adverse consequence to the patient.